Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) customer service alleging that her onetouch ultramini meter had "power issues" and displayed an "error 2." On (B)(6) 2011, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she had difficulty using the subject meter but could not recall the exact date or time that the alleged issues began. She stated the subject meter would not power on or off, and it displayed an "error 2" error message. It is not known how the patient manages her diabetes, nor is it known what action(s) the patient took due to her inability to use the subject meter. The patient did claim that she felt "shaky" after these alleged product issues began. The patient did not answer any questions regarding exactly when the onset of the symptom occurred or if any treatment was received. According to the cca's documentation, the subject meter had not been used prior to this reported event. During troubleshooting, the cca was able to resolve all issues through training on proper technique. The cca walked the patient through completing a successful blood glucose test, and she received a reading of "50 mg/dl." This complaint is being reported because the patient claims she was unable to test her blood glucose due to the alleged issues and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.